Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not connect to charger) was isolated to contamination on the contact pins of pca jumper j101. The root cause for the contaminated j101 was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was unable to connect to charger.